Event description:
Procedure type: nissen. According to the reporter: we were doing the wrap portion of the procedure and the needle broke in half while stitching the stomach. Half of the needle was on the endostitch, the other half was inside the stomach lining. We tried to retrieve the needle with a maryland grasper. That did not work so we tried to have endoscopy remove it with the endoscope. We could not see the needle because it was in the stomach lining. Using fluro we were able to locate the piece of the needle. The surgeon had to open the pt and resect a portion of stomach in order to remove the needle. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).